Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size on (B)(6) 2001. It was reported approximately 17 years post the index procedure the patient presented emergently. An unknown endoleak was observed in the left limb. Intervention was completed with the implantation of an aui to resolve the event. As per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Additional information received on 13 nov 2018; it was reported that the endoleak was a type iii fabric endoleak. If information is provided in the future, a supplemental report will be issued.